Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and that the insulin pump stopped working after it had fallen into a river. The blood glucose reading was 40 mg/dl, which was treated at the hospital. The customer's wife stated that the most recent blood glucose reading was 116 mg/dl. She noted that the insulin pump would only light up, was covered in mud, and so was disconnected from the customer. She also observed a black splotch on the screen where it would normally show numbers. She stated that she was unsure of the perceived cause of low blood glucose, nothing that the customer was fighting and fell into the river with the device. She declined to run the self test, stating that the spot was still present on the display. Advised replacement of the insulin pump. Nothing further reported.